Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores, bruising, and skin breakdown. The physician assistant instructed the patient to remove the lifevest as the patient could not tolerate it. The medical outcome is unknown.